Manufacturer narrative:
The medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, the patient underwent endovascular treatment of a descending aorta aneurysm. A gore® dryseal flex introducer sheath was used for access. A 22fr introducer sheath was inserted from the left common femoral artery but there was significant resistance at the left external iliac artery and the sheath could not advance. Upon aggressive insertion of the sheath, the left external iliac artery ruptured. As treatment for the vessel rupture, a stent graft was placed resulting in unplanned coverage of the left internal iliac artery. Moreover the damaged vessel near the insertion site was treated by surgically. The physician continued to attempt inserting the sheath but without success. Additional stent grafts were placed distally and proximally to the initially placed stent graft and ballooning was performed, and then the sheath was successfully inserted. It was reported that blood pressure decrease due to heavy bleeding was observed and intraoperative transfusion of blood product was performed. The patient tolerated the procedure. It was reported that the access vessel diameter was approximately 6.6mm~6.8mm, and there was calcification.